Event description:
Additional information was received as follows; it was reported that a recent CT scan showed no endoleak. No clinical sequelae were reported and the patient is doing fine.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during the index procedure a type I proximal endoleak was observed. It was reported that there was a short reverse funnel neck. There was no reported intervention or action taken. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (anatomy related; short and reverse funnel shaped proximal neck), lack of information (cause is unknown). Conclusion: inherent risk of a procedure (endoleak), device failure related to patient condition (anatomy related; short and reverse funnel shaped proximal neck), lack of information (cause is unknown).